Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.25 mm x 20.00 mm was selected for treatment of the target lesion which was moderately calcified. During the initial inflation at 6 atm for 30 seconds, the balloon ruptured. The device was removed from the patient without complication. The procedure was successfully completed with another of the same device. There were no patient complications reported.